Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection surgery, the surgeon clamped the rectum and closed the jaws, tried to fire and press the green button, but the button did not light up, an error sound was heard and the device did not fire. The tissue was not thick, excessive force indicator was not shown and all of the other indicators were green. Another handle, adapter and a new shell were opened and worked fine with the same reload. There was no patient injury.